Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 - 2018 - 07561, 0001825034 - 2018 - 07564, 0001825034 - 2018 - 07565, 0001825034 - 2018 - 07568, 0001825034 - 2018 - 07574. Concomitant medical products: unk part/lot- stem, proximal body, head, taper adaptor, 010000662 shell, lot 3423437. Reported event was confirmed due to review of provided medical records and/or patient x-rays. DHR was reviewed and no related manufacturing deviations or anomalies were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient presented with a draining hip wound with a small, punctate area of serous fluid. Incision and drainage performed above the fascial layer where a small granuloma was noted and assumed to be the cause of the drainage. No further complications noted.